Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this local rep contacted boston scientific's technical services (ts). A memory upload was sent to ts for review. Ts was informed that this pt had received shock therapy and the local rep wanted to know if the therapy was appropriate. The episode was received and t-wave oversensing was identified. The local rep commented that shock delivery occurred over the holiday weekend and the pt had forgotten to take his medication. The shock was delivered while the pt was sleeping. Ts discussed the possibility that there may have been a change in the pt's cardiac complex morphology caused by atrial fibrillation with a rapid ventricular response; however, the device did appear to be oversensing t-waves. Ts suggested some troubleshooting options while the pt was still in clinic. The local rep was planning to further discuss this with the physician. The local rep reported that there were no changes in the pt's current cardiac complex morphology. No intervention (reprogramming or invasive) was undertaken. From the physician's perspective, t-wave oversensing was not confirmed.